Event description:
It was reported that the device was explanted after implant duration of zero days, due to aortic regurgitation. Info learned per response from the surgeon.

Manufacturer narrative:
Device not returned.